Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the dose window appears foggy and dirty and there was a visible moisture on the display resulting in small bubbles. Due to this issue, the dosage numbers are unclear and difficult to read. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed and there was no difficulty in dialing the dose. No harm requiring medical intervention was reported. Mmt-105nnpkna was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit paired successfully to commercial app. Inpen received with leadscrew fully retracted. Inpen passed baseline and wireless functionality. App logbook displayed: 14.5u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leak test and no priming anomaly was noted. No bubbles were found during testing. During deconstructive visual inspection, no liquid or moisture was found on the leadscrew, drive shaft, and bayonet bond. No moisture was found on the cartridge holder, bayonet bond sleeve, injection foot, or return dial. Inpen passed front cap investigation. In conclusion: exposure to moisture on dosing window can affect insulin delivery. Therefore, the customer concern of exposed to moisture on dosing window was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.